Event description:
Caller reported an error with their cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset process, after which the pump no longer displayed the error, allowing the caller to successfully start their sensor session.